Manufacturer narrative:
The impella cp was discarded by the customer and therefore, no investigation of device was not possible. Should any new information be returned, we a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male presenting in an unstable condition. Decision was made to implant an impella cp optical device in the patient's left axillary artery. During the course of treatment the following day, patient exhibited ischemia in their left arm. As treatment, the device was removed and the ischemia improved. No new pump was inserted and no additional intervention was required.